Event description:
It was observed that during the device evaluation, the air/water cylinder, the air/water tube and the jet tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water cylinder, air/water tube and the jet tube of the colonovideoscope had foreign material. Based on the results of the investigation, olympus confirmed white foreign material came out of the device. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was a risk that foreign material would remain in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The most probable cause was traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.